Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of above 600 mg/dl as the meter was showing high without value. Customer also reported that the insulin pump had no delivery alarm. Customer was assisted in performing manual prime and insulin exited. The reservoir will not be returned for analysis.